Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac monitor transmissions revealed multiple false pause episodes due to undersensing. Programming changes were made and a firmware update was successfully performed. The patient's condition was stable.